Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have had nothing but problems with the product since the day it was installed.

Event description:
Additional information was received from a patient stating they still have not resolved the problem. They wish it was never put in. For some reason the stimulator misfired. They called corporate offices. The woman said there was nothing she could do. They needed to contact my doctor or rep. They reached out by text to their representative. Their next appointment with a doctor isn't until december 23. The rep said they could meet her in boston, 2 hour drive, however they had no ride so they just sat in pain. They texted the rep and asked if there was a location in fall river, ma that she could use to re-program the stimulator, she ignored their question, so, they are still in pain and it has been close to a month. They have a real problem with a company that puts a device in and won't stand by the product. They called several times regarding the external box. First, they sent the patient the paddle (nothing wrong with it), then they sent a plug (nothing wrong it). The last item they received was the plug they were told the external device was being shipped per corporate office it was just the plug. Patient stated this company is like a used car sales person. Patient had to fight with insurance company to get this put in, because they said it was only was experimental. They can't believe they fought over a year for this. In retrospect they should have listened to the insurance company. To say they are truly disappointed would be an understatement. Patient's plan is to go to my doctor on the 23rd, after being in pain for a month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that they will not be getting the device removed as it makes the pain minimally better. The patient reports that they met with a manufacturer representative (rep) which fixed the problem after a month of nonstop pain. Pt reports they are back to shots and the stimulation. A couple days later, the patient updated that they are getting the same message again. This occurred after meeting with a rep and getting it fixed three days ago.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that starting out of nowhere last week, they kept getting an error message 'settings not available. Cannot provide your desired intensity settings.' When they tried to turn "it" on. Pt stated that they were on group b when they got the error message and the intensity on program 1 went down from 7.4 to 7.2 and the intensity on program 2 was at 6.9. Agent reviewed information about oor. Agent asked, pt confirmed they have groups abc. Agent had pt use groups a and c and pt tried to use group a, but they were not sure if they were getting enough stimulation as they also have pain pump device. Pt also mentioned that the setting was draining their implant battery. Agent redirected pt to the their healthcare provider (hcp) and manufacturer representative (rep) to further address the issue. Pt said they left a message to the rep. Agent also sent a message to the field team for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.